Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage reported. There was low and depleted battery alarms at start-up. Error history log review found low and depleted battery alarms. The root cause of the reported issue was found to be the battery pack was worn out from normal use. Actions were taken to mitigate the reported issue: replaced battery.

Event description:
It was reported that the pump had low battery even when plugged in. No patient injury was reported.